Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
As per the information reported by the customer and troubleshooting step "za21 is not reportable on mobile app". Hence as per the reportability decision tree the case was not reportable and not required for reporting. Initial report was submitted in error.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and found that the customer forgotten the minimed mobile application account and created a new one, but the new account was also communicated to the hospital, but it was not connected. It was confirmed that the most recent history was displayed after it was uploaded the new from the minimed mobile application. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Instructions were provided to resolve the issue, no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-6101. Its unknown whether the customer will continue the use of the application.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.